Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing in several episodes. It was noted that the episodes were untreated and the smart feature was disabled due to low amplitude and undersensing. Technical services were consulted and troubleshooting options were recommended. Subsequently, a revision procedure was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.